Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device is an instrument and is not implanted/ explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: (B)(6). Service history review of the device has been performed. The review indicates that the device has not been serviced during the past 6 months. There is no information relevant to the current complaint issue. A service evaluation was performed. The device failure reported by the customer could be confirmed. The service technician noted the following action taken: repair. The device has been serviced and functional testing has been performed in accordance with the service manual. During the pre-repair diagnostic assessment the service technician identified the following failure: reverse locking mechanism blocked (counter clockwise turn blocked). The service technician identified the probable root cause: normal wear. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the pressure key for the right/left run key does not function. This is report 1 of 1 for complaint (B)(6).

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.